Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 308 mg/dl. The customer reported that the buttons were not working properly. The customer reported that the insulin pump screen was not completely blank. It was reported that they had frozen screen. It was reported that the buttons were stopped responding. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen, display anomaly or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted.